Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, when the videoscope was removed from patient, it was noticed that the distal cap was no longer attached to the videoscope. The cap was recovered with a second videoscope and roth net retrieval device. The procedure was completed with a similar device. There were no further reports of patient harm. The reports of the following patient identifiers are linked: (B)(6).